Event description:
While servicing a coulter lh 750 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) identified the laser voltage was high during the instrument startup process and the daily checks would fail. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/15-16/2014, the beckman coulter field service engineer (fse) evaluated the analyzer and found no laser beam on the ls (light scatter) detector and an elevated laser voltage reading. He replaced and aligned the laser; but could not get the retics ls gain within range and ordered and installed an ls preamp. The fse completed vcs (volume, conductivity, scatter) calibration as part of the replacement process and verified controls and validated the system. (B)(4).